Manufacturer narrative:
The insulin pump powered up after battery installation and was stuck in a pump error 53 alarm notification screen and battery failed alarm loop, problem isolated to the electronic assembly. Unable to perform the displacement test due to pump error 53 and battery failed alarm loop. The insulin pump was received with scratched case and pillowing keypad overlay. No crack on the pump case or the keypad overlay noted during physical inspection. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a keypad anomaly. The customer stated that crack buttons. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.